Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent thrombosis <(>&<)> occlusion). No results available since no evaluation performed - (device or procedural images not provided for review). (B)(4).

Event description:
During index procedure the patient had one driver stent successfully deployed at lad to treat a subtotal occlusion after an eliminate aspiration catheter got stuck in calcification. Presence of an embolism was found in the lad, the physician attempted to advance the previously used eliminate aspiration catheter but it could not reach the embolism. Thrombus was successfully aspirated and removed attached to the tip of a rapid transit microcatheter.